Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt had a fractured catheter. The physician decided to replace the pump at the same time; the reason for the pump explant was not provided. The medication being delivered via the device sys was not reported. Additional info has been requested. A f/u report will be sent if additional info becomes available.